Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient¿s pain physician stated that the device was a contributing factor to the patient¿s other health issues such as poorly controlled high blood pressure but the implanting doctor assured the patient that there was no evidence to substantiate the claim. The patient underwent an explant procedure. No device malfunction was suspected